Event description:
A report was received that the patient was experiencing pain at the lead site and muscle spasms. The patient underwent a revision during which the physician determined that the leads were too encased in scar tissue to provide stimulation. The leads were explanted, leaving only the ipg implanted.